Event description:
The customer has been having high blood sugar levels. The customer changed the set and took a manual injection. However, the customer's bg was still high. The customer stated that the pump programming is correct and no significant findings in the history. The customer called their family member to take them to the ER. The customer was instructed to seek medical assistance and it explained to the customer that the insulin may be denatured.